Event description:
Related manufacturing ref: 3008452825-2022-00096. During a paroxysmal supraventricular tachycardia procedure, contact force was not visible which caused a delay. When the catheter was connected to the tactisys, contact force was not displayed. The tactisys was power cycled and catheter pre-settings were reloaded, but the issue persisted. The catheter was replaced with a second catheter, but the same issue occurred. A third catheter and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected information: h6 investigation conclusion code.

Manufacturer narrative:
Fsca number: (B)(6).

Manufacturer narrative:
One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.